Event description:
The user facility reported that the monitor to their hexavue custom room rack was not receiving a video signal. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the fiber card required replacement. The technician replaced the fiber card, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.